Event description:
Customer reported they have been seen elevated blood lead level test results with their leadcare ii (lc) testing system, customer indicated this issued has been occurring for approximately two (2) weeks. Customer reported all patients are pediatric (12 months or 24 months of age) patient's initial lc test result was 3.6 ug/dl; repeated lc test produced a "normal" result. This patient was not sent for confirmation (venous) testing. Customer believes this was user error. For all repeated lc tests, customer recollected the specimen and prepared a new treatment reagent (tr) tube on the same day as the initial collection. Customer reported this was an intermittent issue, and does not occur with every patient they test. Customer reported this issue has occurred on two (2) leadcare ii kit boxes of the same lot (2514m). Customer was unable to provide sublot number, as kit boxes had been discarded. Technical support (ts) requested the customer to describe their capillary blood lead collection procedure. The customer reported customer occasionally washes patient hands with soap and water prior to collection. Customer reported preparing patient hands by wiping the collection site with alcohol pads, lancing the collection site, and wiping 1st drop of blood away by touching skin. Customer reported filling capillary tube to black line with no air bubbles, and immediately dispensing the contents in tr tube with plunger. Customer reported mixing tr by inverting 10x, the nursing dropper provided in kit to dispense sample onto "x" of sensor. Ts identified instructions not followed. Customer is: 1) not consistently washing hands with soap and water 2) touching skin while wiping away the first drop of blood. 3) not removing excess blood from capillary tube before plunging into tr tube. Customer carries all individual supplies into collection room on a tray. Customer stored capillary tubes in original container, with lid off when not in use. Ts instructed customer to keep all supplies in their original container, with lid closed, until immediately before use. Ts asked customer if they use microtainers to collect patient samples. Customer does not use microtainer tubes. Customer uses capillary tubes included in the leadcare ii kit for patient sample collection. Ts informed customer to avoid using ramsafe-t-fill tubes per FDA safety communication involving ram scientific safe-t-fill microcapillary blood collection tubes. Ts provided link to FDA safety communication to customer. Ts instructed customer to follow cdc guidelines for capillary blood collection, as well as the blood lead test procedure as it is written in the package insert. Ts sent cdc capillary collection video, package insert, leadcare user's guide, and cdc finger stick poster. Customer will perform additional training, and continue to monitor.

Manufacturer narrative:
The customer's call included report of eight (8) elevated patient results. This report documents one patient result. Separate mdrs are filed for each result. The report(s) number associated to event is referenced in the 3500a form for traceability.